Manufacturer narrative:
The reported event of no ble telemetry was confirmed. The reported event of inappropriate or unexpected reset was not confirmed. The device was unable to establish telemetry upon receipt. Final analysis found that an anomalous integrated circuit in the hybrid was the cause of the high current drain and premature battery depletion.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was in backup mode. The ICD was explanted and replaced on (B)(6) 2025. The patient's condition is unknown.